Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: unit has rust on the rear panel, internally there was major rust on the chassis, switch bracket needed upgraded, and the main board was found to be causing the customer¿s issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit would keep powering down. The issue was found during a therapeutic cystectomy and was completed with no delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that the phenomenon, ¿unit keeps powering down¿, occurred due to main board failure. It was recommended that the unit is passed through to the workshop for replacement of the main board, rear panel, chassis and switch bracket, full inspection, and electrical safety test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.